Event description:
Device issue: dislodged stent, retrieved. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent delivery system could not pass through heavily calcified protected left main and the stent dislodged. The dislodged stent was retrieved and removed from the anatomy. A second xience v stent was used in the procedure. There was no reported adverse pt sequela. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent delivery system (sds) is expected to be returned for eval. It has not yet been received.